Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic blood glucose tests. The customer's care provider called reporting they received erratic readings of 20 mg/dl, 467 mg/dl and 75 mg/dl within 10 minutes. All tests were performed on the arm. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.